Event description:
Clinical study. It was reported that 63 days after a coronary drug eluting stenting treatment procedure the patient experienced a reinfarction. The lesion being treated in the index procedure was in the left anterior descending artery. The physician treated the lesion with placement of a taxus express2 8.8% 3 .0x16mm drug eluting stent in the target lesion. There were no reported complications. Sixty three days after the initial procedure the patient was admitted to the department with abdominal and epigastric pain. Angiography revealed total occlusion in study stent. No thrombrosis was reported. Decided to treat patient with medical therapy (no pci performed). No further information is available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.